Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was put in the patient at hospital and was getting a urinary tract infection affection. Stated that they placed an expired catheter in the patient and still having medical issues and was trying to diagnose if the expired catheter was the cause. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per follow-up via phone on (B)(6) 2022, customer wanted to know if the use of the expired catheter caused their urinary tract infection affection.

Manufacturer narrative:
The reported event was inconclusive as no sample is available. A potential root cause for this failure could be "materials of construction are not biocompatible". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problem or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "single use only. Do not reuse. Do not resterilize. For urological use only". It also states "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations". It also states "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was put in the patient at hospital and was getting a urinary tract infection affection. Stated that they placed an expired catheter in the patient and still having medical issues and was trying to diagnose if the expired catheter was the cause. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per follow-up via phone on 01-dec-2022, customer wanted to know if the use of the expired catheter caused their urinary tract infection affection.